Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that she experienced a lost sensor alert. Customer also reported that upon removing the sensor she noticed that the cannula was missing. Customer's blood glucose reading was 240 mg/dl. Product is not expected to return.